Event description:
Additional information was received indicating an invasive procedure was performed and the lead was replaced. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. Should additional information become available, this report will be updated.

Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited increased shock impedance measurements. A high out of range shock impedance measurement was later observed. No adverse patient effects were reported.